Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that as the physician was removing the marker during a breast biopsy, the tip sheared off. The physician retrieved the tip and switched to the device, and it worked properly. The case was completed with no adverse pt consequence reported.